Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the supply bag disconnecting is a known cause of this alarm. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) explained the alarm to the caregiver (cg) and instructed to use the manual bag for therapy. The tsr assisted with the troubleshooting. There was no patient injury or adverse event associated with this report.